Manufacturer narrative:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Customer reported the patient received a sars-cov-2 negative test result on an unknown testing platform on (B)(6) 2021 prior to hospital admittance. Sample 2 from the patient was collected on (B)(6) 2021 and tested on xpert xpress sars-cov-2 which resulted in sars-cov-2 negative (reported to physician). Sample 3 was collected from the patient and tested on (B)(6) 2021 on xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 positive, flu a negative, flu b negative, rsv negative (reported to physician). Customer reported patient was symptomatic for covid-19, admitted on (B)(6) 2021 with weak cough, shortness of breath, yellow sputum, pleuritic chest pain, nasal congestion, fever, diarrhea and body aches. Customer reported there was no death, injury or deterioration in health related to the discrepant result. Review of data provided by the customer showed no evidence of product malfunction and there was no reported patient harm. Review of the data of the second test from (B)(6) 2021 indicated no product malfunction or interference. Review of the data of the third test from (B)(6) 2021 provided by the customer was consistent with presence of sars-cov-2 nucleic acid. The likely root cause of the discrepant result is pre-analytical, such as specimen colleection variability. The patient was discharged from the hospital with no patient harm. As per section 3 of the xpert xpress sars-cov-2 eua IFU; "negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for treatment or other patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information." Answer of no is due to the single use of the xpert xpress sars-cov-2 test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Customer reported the patient received a sars-cov-2 negative test result on an unknown testing platform on (B)(6) 2021 prior to hospital admittance. Sample 2 from the patient was collected on (B)(6) 2021 and tested on xpert xpress sars-cov-2 which resulted in sars-cov-2 negative (reported to physician). Sample 3 was collected from the patient and tested on (B)(6) 2021 on xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 positive, flu a negative, flu b negative, rsv negative (reported to physician). Customer reported patient was symptomatic for covid-19, admitted on (B)(6) 2021 with weak cough, shortness of breath, yellow sputum, pleuritic chest pain, nasal congestion, fever, diarrhea and body aches. Customer reported there was no death, injury or deterioration in health related to the discrepant result. Review of data provided by the customer showed no evidence of product malfunction and there was no reported patient harm.